Manufacturer narrative:
A male pt with a history of coronary artery disease and previous bare metal stent placement (unk type) underwent the implantation of two 3.0 x 8.0mm cypher stents to treat in-stent restenosis (isr). Approx 14 months later, the pt had recurrent symptoms that prompted repeat angiography, which revealed edge restenosis distal to the second cypher stent in the left anterior descending artery (lad). Minor luminal narrowing was also noted within the proximal of the two stents. A third cypher stent was implanted to treat the restenosis. Thirteen months later, symptoms returned and angiogram revealed diffuse in-stent stenosis within the proximal of the two original cypher stents. Treatment is unk. Cypher stent implant procedural details are not reported in the article. The authors suggest that in a subgroup of patients with isr, drug-eluting stents may simply delay rather than inhibit the restenotic process. The product remains implanted in the pt thus not available for eval. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: restenosis is a known potential adverse event associated with coronary stent placement and this patient's history placed him at an increased risk for a major cardiac adverse event. It is unclear if any procedural or vessel factors might have contributed to the recurrent restenosis events, but it does appear that patient factors have contributed. Device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacutring reports#: 9616099-2007-00224 and 9616099-2007-00225.

Event description:
The following case was published in the journal article entitled: "late restenosis following placement of a sirolimus eluting stent for in-stent restenosis". Thirteen months after the stent implantation, a repeat angiography showed diffused in-stent stenosis within the proximal of the two cypher stent placed in the lad 27 months previously.